Event description:
A medtronic representative reported that, while in a spine procedure, a 3-4mm inaccuracy was noted immediately after an o-arm imaging system spin. After inspecting the percutaneous spine reference frame it was determined that the spring was loose, causing it to drop. A second frame was used and a new patient spin was taken. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight was approximated. Return requested. Replacement percutaneous ref cross pin shipped to site 12/09/2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that with markers attached and fully seated, the frame returned good geometry and divot error readings. No problem found. Frame was found fully functional. As previously reported, a replacement device shipped to site for issue resolution.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.